Event description:
It was reported that during the procedure, the lead exhibited placement difficulty. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.